Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the customer was able to continue using the pump without recurrence of the malfunction code.